Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Hospital reported, "valve failure and chamber shallowing after implantation into the anterior chamber, it was removed and another implant was inserted without any issues. Dr. Draper reported not harm came to the patient and she continues to do well."